Manufacturer narrative:
Mfg date: the device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Generic statement: additional information will be provided once the investigation has been completed.

Event description:
It was reported that the tip of the probe broke in the patient during use. It was confirmed that all broken pieces were retrieved and the case completed successfully.

Event description:
It was reported that the tip of the probe broke in the patient during use. It was confirmed that all broken pieces were retrieved and the case completed successfully.

Manufacturer narrative:
Alleged failure: the tip that broke off. The failure identified in the investigation is consistent with the complaint record. The probable root cause/s could be device came in contact with another hard instrument. Excessive force used when inserting or removing the probe, probe inserted into the obstructed passageway or any forceful impact to the tip of the probe with rigid objects. The probe used as a tool for mechanical displacement of tissue or bone, or to pry or scrub. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Lot number is unknown; therefore, manufacture date can not be confirmed.